Event description:
Event description guidant received information that during an implant procedure, a number of positions were attempted and high threshold and impedance measurements were obtained from this lead. A new lead was successfully implanted in a different branch.